Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was prepared for central venous catheter (cvc) insertion. During venipuncture, upon advancing the spring wire guide (swg) through the introducer needle into the vessel, a significant deformity of the guidewire was observed. This deformity prevented advancement of the central catheter. The device was not used further, and a new device was opened to complete the procedure. Good faith efforts were made to obtain additional information regarding the reported device issue and to assess whether any patient harm, injury, or adverse health consequences occurred. A total of three documented attempts were made to contact the user facility; however, no response or additional information was received. If further information becomes available, the complaint file will be updated accordingly.